Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) is working with technical support to determine what part to be replaced. Per the fsr, the batteries spike beyond their specified low threshold of 22vdc to 20vdc, causing the system to fail switching from a/c to d/c backup. The fsr replaced the power manager board first which did not solve the reported issue. The suspect batteries that caused the issue were installed 18 months ago, six month short of their two year replacement cycle. The fsr performed preventative maintenance (pm) and the device operated to manufacturer specifications and was returned to clinical use. The batteries and power manager were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system would not switch to battery (failed battery back-up test). Since the event occurred during preventative maintenance, there was no patient involvement.